Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt was not receiving effective stimulation coverage. The physician decided to place two new trial leads to try to obtain therapy coverage on (B)(6) 2012.